Event description:
It was reported this balloon ruptured during a ureteral dilatation and stone retrieval procedure. Difficulty with the pressure guage of the inflation device included in this kit was encountered. The balloon subsequently ruptured and extra ureteral contrast extravasation was noted. Another balloon and pressure gauge were used to complete the procedure. Scheduled stent placement followed. The pt's condition is good. This device has been retained by the user facility. Therefore, no failure analysis is available. Without evaluating the device, co is unable to determine the exact cause for this event.